Event description:
It was reported that the pencil activated without anyone depressing the buttons. No injury. The drape was fashioned into a pencil holster. Pencil in "drape holster" when activating.